Manufacturer narrative:
An event of valve under expansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the valve under expansion could not be conclusively determined. It is possible that procedural condition (valve-in-valve), due to the fast deployment attempt since the patient was instable contributed to the reported event; however, this could not be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. The reported off-label use is due to the valve being used on a patient with an existing valve (valve-in-valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per instructions for use, ¿the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve.¿ ¿the valve is contraindicated for patients with: any leaflet configuration other than tricuspid¿.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). On an unknown date in 2012, the patient was implanted with a 25mm, non-abbott surgical valve. The patient presented in an unstable condition and the procedure was arranged on short notice as a semi-urgent intervention. The patient had an aortic valve angle of 39 degrees. From the beginning of the procedure, the patient was noted to be unstable due to fast degenerative surgical valve and cardiac insufficiency, which led the implanter to deploy the valve quickly at a depth of 5mm below the non-abbott surgical valve ring. The catheter was central and no parallax during deployment. Post-implant, the valve popped up; the patient was stable. The valve was snared above the coronaries and a new 27mm navitor vision valve was selected for implant using a new large flexnav ds. The first valve was hold by a snare while implanting the second navitor. The valve was successfully deployed without any resheath. The valve showed under expansion at the leaflet region rather than true non-uniform expansion at the inflow with room for improving the upper leaflet opening. Due to valve constraint, post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. The physician believes that the adverse effect had occurred due to the fast deployment attempt since the patient was instable. There was no clinically significant delay reported. The patient was in a stable condition with good hemodynamic patient outcome and reported to be discharged.